Event description:
Reportedly, the instrument did not place properly formed staples on the tissue and bleeding resulted. The surgeon then decided to convert the procedure to an open surgery to complete the anastomosis and complete the case without further incident.